Manufacturer narrative:
(B)(4). The device was evaluated and the alleged malfunction could not be duplicated. The ventilator passed the power self-on test.

Event description:
It was reported that the ventilator shut down during patient use. There was no report of patient harm as a result of the event. The patient was transferred to an alternate ventilator.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.